Event description:
The device was implanted in 2015. Reportedly, the estimated residual longevity was 10 months and the magnet rate was 95min-1. The pacemaker is programmed with standard parameters and a pacing amplitude of 2.5 v on both channels. During a follow-up a year ago, all the parameters were normal and the estimated residual longevity was much longer. Based on preliminary analysis, normal battery depletion occurred.

Manufacturer narrative:
Please refer the the attached analysis report.

Event description:
The device was implanted in 2015. Reportedly, the estimated residual longevity was 10 months and the magnet rate was 95min-1. The pacemaker is programmed with standard parameters and a pacing amplitude of 2.5 v on both channels. During a follow-up a year ago, all the parameters were normal and the estimated residual longevity was much longer. Based on preliminary analysis, normal battery depletion occurred.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.